Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming motor errors and no delivery. When he rewound the insulin pump, it alarmed motor error. The customer was hospitalized with a diabetic ketoacidosis 3 times. The customer was hospitalized on (B)(6) 2017 with a blood glucose level of possibly over 600 md/dl. He was given IV fluids and manual injections. The customer was wearing the insulin pump at the time of hospitalization. The customer was off the insulin pump since (B)(6) 2017. The device was not returned.